Event description:
It was reported that the patient experienced discomfort due to the device placement and it was non-functional. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and was placed a bit deeper. The patient was doing well postoperatively, and the explanted device will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.